Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6fr pvs device. He had difficulty achieving marking, despite having flushed the marker lumen to ensure pattency. On his last attempt to gain mark, the device was advanced forward several centimeter, resulting in bleeding around the device. The device was removed and replaced with a 12 fr sheath which obtained adequate hemostasis. The patient was sent to surgery despite good hemostasis, related to a decreased pedal pulse. The femoral pulse was good at that point. The surgeon repaired the common femoral artery and removed a thrombus he found in the superior femoral artery. Surgery was successful and there were no long-term sequelae for the patient.